Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. A visual and microscopic examination of the device found the device was returned to the complaint investigation site with stent damage. Stent struts from the third and fourth most distal stent rows were raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement/withdrawal. The ro markerbands were examined and there was no damage noted. Their profiles met the specification. The tip of the device was examined and there was no damage noted. The profile met the specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the device during the procedure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x24mm promus element drug eluting stent was selected for use treat an unspecified target lesion. However, during preparation, the physician noticed that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. A 3.00x24mm promus element ¿ drug eluting stent was selected for use treat an unspecified target lesion. However, during preparation, the physician noticed that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.